Event description:
It was reported that upon device follow up, the left ventricular (lv) lead was found to be dislodged. The lead could not be repositioned and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407645, implantable pacing lead, 2013 (B)(6); 6947m55, defibrillator lead, 2013 (B)(6); (B)(4) bi-ventricular defibrillator, 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found.